Event description:
Literature was reviewed regarding laser lead extractions. The authors described a patient who underwent a lead extraction due to a pacing failure of the right ventricular (rv) lead. The patient also experienced frequent ventricular tachycardia (vt). Preoperative imaging showed mild stenosis. During the laser lead extraction, the laser sheath had difficulty in advancing. There was blood noted from the side of the sheath. A brief hypotensive episode was controlled with crystalloid fluid, and the patient was transfused with one unit of packed red blood cells (prbc). Intraoperative diagnostic angiography confirmed hemorrhage from a perforated proximal left internal mammary artery (lima) into the superior mediastinum and an arteriovenous fistula formation between the lima and left subclavian vein. A balloon was inserted to control the hemorrhage. Embolization of the lima was performed with complete closure of the arteriovenous fistula and cessation of hemorrhage. A new lead was implanted, and the old lead was abandoned and capped. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: the hidden perils of laser lead extractions: managing internal mammary artery perforation. Journal of vascular surgery cases, innovations and techniques. 2025. 11:101885. Doi: 10.1016/j.jvscit.2025.101885. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.